Manufacturer narrative:
Exact onset date of infection is unknown. This report is for three (3) unknown 2.7mm cortex screws. Without a valid part and lot number, the UDI is not available. The complainant parts are not expected to be returned for manufacturer review/investigation. Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially presented to the emergency room with an open pilon fracture on (B)(6) 2015. The patient underwent multiple incision and drainage (I&d) procedures leading to an open reduction internal fixation (orif) procedure on (B)(6) 2015. The patient was implanted with three (3) plates, twelve (12) screws, and one (1) washer. Anatomical reduction was reportedly achieved; a separate skin flap procedure was performed around the same time as the orif in order to cover the original open wound/injury. The patient returned to the operating room on (B)(6) 2016 due to deep infection and non-union of the left lower tibia/fibula. During the revision, all of the original hardware was successfully removed intact. The removed hardware consisted of: two (2) 1/3 locking compression (lcp) tubular plates, one (1) 2.7mm limited contact dynamic compression plate (lc-dcp), three (3) 2.7mm cortex screws, nine (9) 3.5mm cortex screws, and one (1) washer. The patient was then treated with antibiotics and antibiotic cement for the infection and fixated with a large synthes external fixator for the non-union. This report is for three (3) unknown 2.7mm cortex screws. This report is 3 of 5 for (B)(4).